Event description:
A nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. It was reported that 20 minutes into treatment a blood leak alarm was observed. The leak was visually seen and was internal at the arterial head of the dialyzer. In a follow up with the nurse it was clarified that blood test strips were not used. There was no damage noted on the dialyzer. The machine, a 4008s clasica machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a photo and video clip were provided. The photo shows the top portion of the dialyzer, attached to the machine, and there appears to be blood on the outside of the fibers, within the dialyzer. The video shows the same dialyzer view, but there appears to be a stream of blood within the dialysate flowing toward the hansen connector of the dialyzer. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. It was reported that 20 minutes into treatment a blood leak alarm was observed. The leak was visually seen and was internal at the arterial head of the dialyzer. In a follow up with the nurse it was clarified that blood test strips were not used. There was no damage noted on the dialyzer. The machine, a 4008s clasica machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.